Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. The physician attempted to troubleshoot the issue with no success. Surgical intervention was performed to replace the ipp. Upon explant, the physician found there was a break in the right cylinder tubing near the stress relief point of the pump resulting in fluid loss. There were no patient complications reported.